Event description:
It was reported that the patient experienced multiple shocks from the ICD. An x-ray confirmed lead dislodgement which was causing the double counting of the r-waves. Twiddler syndrome was reported. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.